Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed. The caller mentioned that he kept changing the infusion set, but his blood glucose continued rising and the device also alarmed no delivery. The caller stated that the doctor advised him to request a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.